Manufacturer narrative:
Results and conclusion: based upon testing of reserve samples. The involved sample has not been made available for evaluation. As mentioned above, the involved product code and lot number was not known. The product identification information reported was based on current inventory, which included both lot number 100701 and 100513. Therefore, the investigation was based upon assessment of user facility information and evaluation of reserve samples from both lot numbers. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: "handle with care to avoid needlesticks", "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product", "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion, until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock", and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that a staff member at the facility incurred a needle-stick after having difficulty while attempting to activate the safety feature following use of one device. During follow-up communication with the user facility, it was reported that: first aid was administered at time of occurrence; no further medical treatment was required; the staff member is reported to be "fine"; the involved product code and lot number was not noted; the product identification information was based on current inventory; and no additional event specific information is available.